Manufacturer narrative:
Reporter name and address: postal code: (B)(6). Occupation: other non-healthcare professional: customer service. The device has been returned, and the preliminary investigation has begun. The evaluation summary will be attached in the follow up report. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, a physician placed a medtronic pta balloon through a cook flexor ansel guiding sheath. Femoral access was gained for a target lesion in the sfa. The balloon was inflated in the superior femoral artery and remained inflated for 3 minutes. The balloon was then deflated and attempted to be removed. The balloon was stuck at the valve of the sheath, and therefore the complete unit had to removed together. No separation was noted. Based upon review of the preliminary investigation, what was initially reported is not entirely accurate and the inner liner was pulling out from the valve. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Event description:
No new patient or event information to report.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Description of event: as reported, a physician placed a medtronic pta balloon through a cook flexor ansel guiding sheath. Femoral access was gained for a target lesion in the sfa. The balloon was inflated in the superior femoral artery and remained inflated for 3 minutes. The balloon was then deflated and attempted to be removed. The balloon was stuck at the valve of the sheath, and therefore the complete unit had to removed together. No separation was noted. Based upon review of the preliminary investigation, what was initially reported is not entirely accurate and the inner liner was pulling out from the valve. Investigation ¿ evaluation: a visual inspection of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record, drawings, the instructions for use, and quality control data. The customer returned kcfw-5.0-18/38-45-rb-anl0-hc to cook for investigation. Physical examination of the returned device showed: visual inspection results, one used kcfw received with a competitor¿s balloon catheter lodged. Inspection found the inner coil and liner from the sheath has pulled out from the proximal check flo and is wrapped around the balloon catheter shaft. No other damaged was noted. A review of the device history record found no non-conformances related to the reported failure mode. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. A review of complaint history records shows no other complaints associated with the complaint device lot. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: "warnings¿. ¿if resistance is encountered during advancement of flexor sheath, assess cause of resistance and consider dilation of any restriction identified or consider alternate treatment strategy. If flexor sheath is advanced through resistance, force to remove the sheath will be higher, increasing the risk of sheath material or hub separation upon withdrawal.¿ ¿reinsertion of dilator prior to removal of flexor sheath increases the strength of the sheath and lessens the risk of device separation. If resistance I anticipated or encountered during withdrawal of flexor sheath, consider carefully reinserting the dilator prior to continuing removal.¿. ¿precautions¿. ¿in order to ensure device compatibility, choose a sheath size large enough to accommodate the maximum outer diameter of any devices that will be placed through the sheath.¿ ¿all interventional or diagnostic instruments used with this product should move freely through the valve and sheath to avoid damage.¿ ¿sheath removal¿. ¿insert a wire guide until its tip extends at least 10cm past the tip of the sheath.¿ ¿remove the sheath. Avoid applying traction to the hub during removal. If resistance is anticipated or encountered during withdrawal of the flexor sheath, consider reinserting the dilator and removing the sheath and dilator as a unit.¿ ¿remove the wire guide.¿ how supplied ¿upon removal from package, inspect the product to ensure no damage has occurred.¿ a review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. Cook has concluded a competitor¿s balloon catheter was lodged in sheath causing delamination in the sheath that contributed to this incident. Per the quality engineering risk assessment, no further action is warranted. Cook will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.